Manufacturer narrative:
Date of event: exact date unknown, event occurred few days ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy. No further information has been obtained despite good faith efforts.